Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient had ongoing issues with the pump implanted on the right side of their abdomen since it was replaced in 2011 (see manufacturers report number 3007566237-2014-03353). Initially, the anchor points broke free; which led to a hematoma and breakdown of scar tissue. The pump was then ¿revised¿ and the pouch was redone, which seemed ¿ok¿ until (B)(6) 2012, when the pump started to slip downwards ¿ which resulted in skin breakdown. The pump was re-sited to the left side of the patient¿s abdomen, and the spinal catheter was re-threaded. There was a collection of serous fluid around the pump; which, even following aspiration, would not completely clear up. The pump was working fine, and spasms were very well-controlled. In that late july, the scar tissue began to break down; overnight, there appeared to have been a blister-effect forming on the scar on the patient¿s abdomen. The breakdown was excised and sutured. That august, the scar tissue again broke down; the pouch was revised, cleaned out, stapled, and different sutures were used for internal fixation and closure. ¿full bloods¿ were taken for ¿growth factors, infection¿; all ¿bloods¿ returned ¿clear.¿ on 2012-09-02, breakdown occurred once again. It was reported that the only option was to remove the pump, let everything heal, and look at implanting another baclofen pump at a later date. The pump was turned down to 60 ug/ml and oral baclofen at ¿30 mg x 4pd¿ was started. After 10 days of bed rest in the hospital, the breakdown had expanded and fluid had once again collected around the pump. The pump was removed. Spasticity ¿has been manageable¿; less severe than when the pump ran out, or was faulty. As of the time of the report, it was 10 days post-operative, and the patient had reduced their oral baclofen to ¿20 mg x 3 pd, and 30 mg at bedtime.¿ the patient still had all of their staples in, and was wearing an elasticated binder to minimize any csf (cerebral spinal fluid) loss while the entrance wound to the intrathecal space fully healed. The patient anticipated that the spasticity would further reduce as the staples were removed and the inflammation subsided. All blood results had come back negative for ¿infection, inflammation markers, etc.¿; they were still awaiting the immunology results. It was reported that ¿this has been an extremely rare reaction to the pump,¿ and was the only case the patient¿s ¿consultants¿ had come across (combined with the patient¿s negative blood results). The pump was being used to deliver baclofen. Although the outcome was still in question, no follow-up could be conducted as the event was a result of an internet forum post.